Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in pt at unintended site. Device issue: stent dislodgement. It was reported that the target lesion was the distal first diagonal of the left anterior descending artery (lad) which had mild tortuosity, mild calcification, and 90% stenosis. Another company's stent had already been implanted along the left main trunk (lmt) to the left circumflex (lcx). The lesion located on the distal side of the previously implanted stent. After pre-dilating with a balloon catheter, the mini vision was delivered toward the lesion. However, the mini vision stuck with the other company's previously implanted stent and was not able to move any longer. When the mini vision was pulled back, the stent implant dislodged. The dislodged stent was post-dilated where it had dislodged and was implanted inside the pt's body. Only the stent delivery system (sds) was removed from the pt. A thrombus suction catheter was then used and a pixel stent was implanted in the lesion. The procedure was completed and there were no pt effects. No additional event or pt information is available.